Event description:
Patient presented in the clinic with elevated thresholds. During the surgical procedure, lead was noted to be wrapped around the device suggesting a possible twiddler's syndrome. Physician decided to reposition the lead. The lead was explanted when reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.